Event description:
The patient was to receive cardiopulmonary resuscitation. The paramedics applied the lucas 2 chest compression system to the patient. The lucas 2 would power on and then off. The light indicator for the battery would then light up. The paramedic replaced the battery and reconnected/plugged in the lucas 2 and the device functioned properly. There was no adverse outcome related to the problem encountered initially with the lucas 2. The lucas 2 was pulled from service after this use and was sent to biomedical engineering for inspection. The biomed tech noted that the lucas 2 would not power on for a CPR until the battery was changed. The physio-control service tech inspected the device and found a cut wire inside the green cap. The internal communication cable was replaced. The device was tested, calibrated and inspected and placed back in service.======================manufacturer response for lucus2, lucus2 (per site reporter).======================unit repaired.